Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the paramedics were called because he was experiencing low blood glucose of 15 mg/dl. Customer stated it was his birthday and he had too many drinks that caused the low. Customer was not in a vehicular accident. Customer declined troubleshooting. No further information reported.